Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (The manufacturer of the subject device). The exact cause has been under investigation. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. It was reported that the tip of the cutting knife was fused. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus trading ((B)(4)) limited which is the sales company of olympus group, and it was found that the tip of the cutting knife was missing on september 7, 2018.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the cutting knife of the subject device was not missing. Therefore omsc retracts this MDR.